Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump was making a whining noise. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 23, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4). The complaint sample was returned for evaluation. A review of the device history record revealed no production related anomalies. Visual inspection of the sample found no anomalies. The sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The event was not able to be recreated; however, the complaint was confirmed based on investigations of previous occurrences of this known issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.